Event description:
Patient reported left side no complaint against the device. Healthcare professional reported "implant exchange with no complaint against the device". Healthcare professional later reported "infection class I", "inflammatory bleeding noted event with just the injection site bruising and bleeding", "a fibrous capsule densely adherent to surrounding tissue", "there was moderate yellowing and marked clouding on the left with minimal bleed" and "cyst" has been deemed not related to the device. The device has been explanted.

Manufacturer narrative:
Continued h6: health effect code: f2203. Photographic device evaluation: a review of the device through photos noted cloudy. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30017201 is not related to any additional complaint infection record reported as of today. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection & gel bleed.